Manufacturer narrative:
Results: the indigo system cat3 aspiration catheter (cat3) was ovalized in multiple locations between 119.0-120.0 cm and 144.0-147.0 cm from the proximal hub. There was a distinct flattening of the cat3 catheter shaft at approximately 121.0 cm from its proximal hub. The cat3 also had slight bends on its shaft. During functional analysis, water was unable to be aspirated through the cat3. Conclusions: evaluation of the returned device revealed a distinct flattening of the cat3 catheter lumen and multiple kinks on either side of the flattening. This flattening may occur if the cat3 is forcefully gripped or pinched during preparation for use. Attempting to advance a compromised catheter into a sheath or parent catheter may have caused the catheter to buckle, resulting in the additional kinks present on the cat3 catheter shaft. These kinks would have contributed to any resistance experienced by the physician in addition to the inability to aspirate thrombus through the catheter. Further evaluation revealed slight bends in the cat3 that were likely incidental and may have resulted from packaging for return to penumbra. The sheath mentioned in the complaint was not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system cat3 aspiration catheter (cat3). During the procedure, while inserting the cat3 into the sheath, the physician did not mention any resistance. However, the cat3 collapsed under aspiration. Therefore, the cat3 was removed and the procedure was successfully completed using a new cat3. After the procedure, a kink was observed on the cat3; however, it is unknown when and how the kink occurred. There was no report of an adverse effect to the patient.